Event description:
It was reported during a laparoscopic cholecystectomy the clips formed improperly. The applier would not stay loaded. The clips dropped from the jaws, all clips were recovered. Another er320 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .207 and lockout functional, yes. Analysis conclusion: based upon inquiry info received and visual and functional results, it was concluded that jaws had become damaged and would not hold or form clips properly. No conclusion could be reached as to how damage to jaws occurred. If jaws are torqued or closed over hard object, jaws can become damged and will not form clips properly. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.